Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 6 - response buttons stuck) has been confirmed. Upon eval, there was moisture on the front and rear response button contacts causing the response buttons to function intermittently. The cause of the code 6 is the moisture contamination. The root cause of the contamination cannot be positively identified but is likely ingress of an unk liquid. No adverse event resulted from the contaminated response buttons. The pt received a replacement monitor.

Event description:
The download data for a (B)(6) female pt revealed multiple service code 06 - response buttons stuck flags. Zoll customer support contacted the pt and issued her a replacement monitor.